Event description:
The device was applied during an abdominal hysterectomy procedure. Reportedly, the staples did not lock on the vaginal cuff. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.